Event description:
It was reported to medtronic minimed that the customer experienced the belt clip rails of the insulin pump were damaged. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump. Customer was instructed to revert to backup plan per health care professional instructions. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Aslo, additional information has been received regarding the patient weight change from 0 pounds to 160 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 160 pounds which is updated in section a4. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: broken belt clip rails, cracked retainer ring and cracked select button keypad overlay. Cosmetic damage was confirmed at the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.